Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. During the procedure, it was noted that paint was peeling off of an instrument. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.